Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing a cough while using the device. Patient also alleged the filters are dirty on the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was experiencing a cough while using the device. Patient also alleged the filters were dirty on the device. There was no report of serious injury or harm. The dreamstation expert was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed an unknown dust contaminant on flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower box, pca, blower and in blower seal. Manufacturer also observed black hair-like contaminant on the flip doors, top enclosure, rear panel, ui panel, blower, bottom enclosure and blower box. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and the manufacturer observed dust/dirt contamination and cannot confirm the complaint of dirty filters. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.